Event description:
It was reported that the pt had an entire system explant procedure. Two weeks later, the pt went in for a post-operative check and the patient's incisions "looked good", with no fever or signs of infection present. Two days later, the pt was admitted to the hospital with bacterial meningitis. It was stated that during the explant surgery, the physician "reported pus in both incisions." The medication being delivered via the device system was not reported. Additional info has have requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).